Event description:
Male, age unknown, underwent angiojet ultra dvx thrombectomy of the left iliac artery. Patient had undergone coronary catheterization prior to the iliac intervention. Approximate angiojet run time was 180 cc and 170 cc visipaque contrast was used. The patient became hypertensive (270 systolic) and started shaking uncontrollably. Rn gave meds to lower bp and patient was complaining of full bladder. After catheterizing the bladder, the patient calmed down and pressure returned to normal. The physician and rn saw hemoglobinuria in the foley bag.

Manufacturer narrative:
Hypertension is unusual with angiojet operation. By contrast, bradycardia is a common occurrence during angiojet operation, sometimes accompanied by hypotension; bradycardia is typically transient and often managed by interrupting angiojet operation until heart rate stabilizes. It is unclear by what mechanism angioject operation would elicit hypertension. Hypertension could be related to underlying cardiac conditions, medications, or other procedural factors. Manufacturer is attempting to obtain additional information from the attending interventional physician. Manufacturer believes it is unlikely that hypertension was caused by angiojet operation.